Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic pain in the lower back") in an adult female patient who had essure inserted (lot no. 694963). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), hot flush ("debilitating hot flushes as soon as the implants were I"), dysmenorrhoea ("dysmenorrhea post insertion"), pelvic discomfort ("pelvic heaviness"), arthralgia ("joint pain causing pain at shoulder elbow and knees"), dyskinesia ("dyskinesia"), myalgia ("muscle pain on palpation (upper limbs and lower limbs),"), dysuria ("urinary discomfort"), renal pain ("renal discomfort"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problems"), fall ("recurrent falls for 10 years"), asthenia ("chronic asthenia of early onset"), dysgeusia ("metallic taste in the mouth"), tooth loss ("teeth beginning to come loose, death of 2 incisors in the lower jaw"), dry mouth ("dry mouth"), feeling abnormal ("foggy mind on waking"), blindness ("accentuated loss of sight"), alopecia ("hair becoming thinner and thinner") and acne ("white pimples"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to hot flush, dysmenorrhoea, back pain, pelvic discomfort, arthralgia, dyskinesia, myalgia, dysuria, renal pain, disturbance in attention, memory impairment, fall, asthenia, dysgeusia, tooth loss, dry mouth, feeling abnormal, blindness, alopecia or acne. The reporter commented: to be determined depending on the results of ongoing examinations and lab tests > salpingectomy and cornuectomy or salpingectomy and subtotal hysterectomy or total hysterectomy and salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 04-jul-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic pain in the lower back') in an adult female patient who had essure (batch no. 694963) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia"), hot flush ("debilitating hot flushes as soon as the implants were I"), dysmenorrhoea ("dysmenorrhea post insertion"), pelvic discomfort ("pelvic heaviness"), arthralgia ("joint pain causing pain at shoulder elbow and knees"), dyskinesia ("dyskinesia"), myalgia ("muscle pain on palpation (upper limbs and lower limbs),"), dysuria ("urinary discomfort"), renal pain ("renal discomfort"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problems"), fall ("recurrent falls for 10 years"), asthenia ("chronic asthenia of early onset"), dysgeusia ("metallic taste in the mouth"), tooth loss ("teeth beginning to come loose, death of 2 incisors in the lower jaw"), dry mouth ("dry mouth"), feeling abnormal ("foggy mind on waking"), visual impairment ("accentuated loss of sight"), alopecia ("hair becoming thinner and thinner") and acne ("white pimples"). Essure treatment was not changed. At the time of the report, the back pain, heavy menstrual bleeding, hot flush, dysmenorrhoea, pelvic discomfort, arthralgia, dyskinesia, myalgia, dysuria, renal pain, disturbance in attention, memory impairment, fall, asthenia, dysgeusia, tooth loss, dry mouth, feeling abnormal, visual impairment, alopecia and acne outcome was unknown. The reporter provided no causality assessment for acne, alopecia, arthralgia, asthenia, back pain, disturbance in attention, dry mouth, dysgeusia, dyskinesia, dysmenorrhoea, dysuria, fall, feeling abnormal, hot flush, memory impairment, myalgia, pelvic discomfort, renal pain, tooth loss and visual impairment with essure. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: to be determined depending on the results of ongoing examinations and lab tests > salpingectomy and cornuectomy or salpingectomy and subtotal hysterectomy or total hysterectomy and salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Lot number:694963, manufacture date:2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jul-2022: quality safety evaluation of product technical compliant. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.